Event description:
It was reported that during the surgery, when insert the screw, the screw's head was broke. Another three was changed to continue the surgery, and the same problem happened again. The broken parts were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary: the product was not returned to j&j medtech orthopedics, however photos were provided for review. The photo investigation revealed nothing indicative of a device nonconformance. The photo only shows the four screw inside their blue container with the lid closed, and no damage to the screw head can be observed. However, there is no more photographic evidence from other angles to view the screw bodies or tips. Therefore, the reported condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot product code: :806.004.02s lot number : 268l942 release to warehouse date : 02.apr.2024 manufacturing site: werk bio oberdorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: b5, d9. Corrected: e4, h8. H3, h4, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed nothing indicative of a device nonconformance. The photo only shows the two corresponding screws inside their blue container with the lid closed, and no damage to the screw head can be observed. However, there is no more photo evidence from other angles to view the screw bodies or tips. Therefore, the reported condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. -------------------------------------- physical device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found both screws were returned inside their carrier. Only the screw heads was returned for analysis. Threaded body was separated and not returned, therefore, the reported allegation can be confirmed. The observed condition of the device was consistent with a component failure that was most likely caused by exposure to unintended forces. Surgical technique se_808132 rev. Aa was reviewed and the following relevant statement was found at page 19: to prevent breakage, do not overtighten the screws. Stop immediately when the screw has made full contact with the plate. Overinsertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. Replace the screw if the screw or screw head is damaged. If the screw head breaks or the bone strips out during screw insertion, an emergency screw must be inserted. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part# 806.004.02s lot # 268l942 manufacturing site: werk bio oberdorf supplier; na release to warehouse date: 02 apr 2024. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the surgery was completed successfully with no surgical delay in relation to the reported event. No other medical intervention was required.